Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer and a manufacturer representative reported that they had been experiencing shocking and felt that the patient programmer was the cause. It felt like sticking their finger in the light socket or touching cords. The shocking had woken them up from their sleep. They had not used their programmer in over a month prior to the report and had been using their recharger to turn their stimulation on and off. One time it started shocking the patient when they were in the bedroom sleeping and they had to get up to get the controller because it was in the other room but it would not turn off. The programmer was not functioning as it should. The stimulation on and off switch was working intermittently. The patient was sent a replacement programmer and the replacement programmer worked fine. The stimulation change was not related to positional movement and there were no falls or trauma related to the event. The patient noted that they had been through a bunch of other medical treatments or testing for cancer. They had tested the implantable neurostimulator (ins) and did not find anything wrong. The patient met with a manufacturer representative on (B)(6) 2015 and they were reprogrammed for ¿a to match b.¿ the patient was given a manual program and adaptive stimulation was reprogrammed. The manufacturer representative thought that adaptive stimulation may be causing the issues. It was clarified by the patient that the shocking was coming from inside by the ins and happened when the patient lay down. It was determined that the adaptive stimulation may have been programmed too high for when the patient was laying down. Since the reprogramming the patient had not experienced any further shocking. The patient was still undergoing chemotherapy treatments and had been playing with their ins and everything was working fine.